Manufacturer narrative:
Product ID 977a260 lot# serial# (B)(4). Implanted: (B)(6) 2019 explanted: (B)(6) 2021. Product type lead. Product ID 977a260 lot# serial# (B)(4). Implanted: (B)(6) 2019 explanted: (B)(6) 2021 product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leads moved so the physician opted to remove them and place new leads at an optimal location. No troubleshooting was performed. We were unaware of situation. Issue is resolved.